Event description:
It was reported that the patient reported being symptomatic with shortness of breath. The device was found to be at eri (elective replacement indicator). An electrical reset was also reported. The device was reprogrammed before being explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance information from the device. This analysis found that battery depletion ws indicated. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance lead to the eri.